Manufacturer narrative:
Analysis of neurostimulator model serial# showed that the battery had a reduced capacity due to overdischarge.

Event description:
It was reported that no stimulation was felt by the patient following a colonoscopy. Telemetry issues and an over-discharge of the implantable neurostimulator (ins) were reported. Tenderness over the ins site was also reported. No falls or trauma were reported. Antenna location assessment and physician mode recharging were performed. Following re-start stimulator would not hold a charge, and was going to be replaced.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown; lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; ins model 37712, serial # (B)(4), implanted: (B)(6) 2008, explanted:unknown; extension model 3708140, serial #(B)(4), implanted: (B)(6) 2009, explanted: unknown; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; programmer model 37743, serial # (B)(4); programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
Additional information reported that the neurostimulator was replaced.